Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a revision surgery was needed to replace creo locking caps that migrated post operatively. The patient is a larger 60-year-old white male with an original construct of l5-s1 tlif on (B)(6) 2024. The revision surgery extended the construct from l2 to the pelvis on (B)(6) 2024. No new interbody implant was used. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace creo locking caps that migrated post operatively.